Event description:
It was reported that during a biopsy the needle moved by itself and the compression released. No injury reported. A field engineer was dispatched to the site and determined that the biopsy paddle was not being recognized by the system. Once the fast paddle assembly was replaced the system was working as intended.